Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's aunt reported via phone call that the insulin pump's keypad was not functioning properly and the battery cap was stripped. The caller reported that the battery could not be removed. The caller was unable to troubleshoot as she did not have the insulin pump with her at the time of the call. Blood glucose level at the time of the incident was not provided. The caller will not return the device for analysis.